Manufacturer narrative:
The event occurred on an unreported date in (B)(6) 2018. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The female connector of a minicap transfer set cracked while being used for peritoneal dialysis (pd) and the patient subsequently experienced bacterial peritonitis. The crack occurred in the ¿magazine (dark blue) part¿ of the set (no further detail). On an unreported date, the patient was hospitalized for the peritonitis and began an unknown treatment. It was reported that pd therapy was ongoing during the treatment. At the time of this report, the patient remained hospitalized and was not recovered from the peritonitis. It was not reported if pd therapy was ongoing. No additional information is available.